Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No low battery alert noted during testing or in the device trace download. The insulin flow blocked or no delivery alarm functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an under delivery. Customer¿s blood glucose was 269 and 145 mg/dl. Customer's current blood glucose level was 370 mg/dl. Customer was treated with bolus for high blood glucose level. Customer was alleging the insulin pump because the customer had high blood glucose level. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional's instructions. The insulin pump will return for the analysis.